Event description:
It was reported that the customer had experienced unexplained high blood glucose levels. The customer stated that they woke up with blood glucose of 200 mg/dl, delivered a bolus from the insulin pump, and within a short period of time their blood glucose increased to 445 mg/dl. Troubleshooting was performed and everything checked within specification. Everything was correctly programmed into the insulin pump. In the alarm history there was an alert for low reservoir check settings and a no delivery alarm. The customer was not at home so the high pressure test could not be performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.